Event description:
Accucheck inform by roche blood glucometer. Programmed response by analyzer inadequate when very high or low values exceed the -hi- or low -lo-prompts offered by the meter display. Affects pt safety when display reads, "error message #83 - strip lot defective, bad test strip"- this warning can also mean that the pt has exhibited an extraordinarily high or low blood sugar. Programmed response of error message #83 should include in its warning, that the pt should immediately be tested by other means to r/o defective test strip. Incident occurred for ICU pt who had repeated poc tests x 5 that mislead operator to conclude test strip lot number was defective. Pt actually exhibited a blood glucose of 10 from laboratory analysis. It is vital that the operator in receiving error message #83 be given this warning so that immediate. Determination and eventual life-saving treatment may be initiated.